Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the products are not suspected of failing to meeting specification and contributing to the reported event. A search of the complaint database found no prior reports for both part and lot lnumber combinations. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to increasing pain and loss of function in her shoulder.